Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system had atrial tachycardia response events which were inappropriately stored. A boston scientific technical services consultant reviewed the events which were confirmed to have resulted from interaction of the minute ventilation feature. The consultant instructed the caller to program off respiratory rate trend and perform further evaluation. No adverse patient effects were reported.